Manufacturer narrative:
Previously stated that the lens remains implanted. Corrected statement: on (B)(6) 2018 the lens was exchanged for the same size, different sphere/cylinder/axis lens. The problem is resolved. The status of the eye is reported as "perfect". (B)(4).

Manufacturer narrative:
Product manufactured but not sold in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -12.0/+1.0/178 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2018. The surgeon notes refractive surprise and refractive change over time. Reportedly the lens remains implanted. The surgeon states there is a "sign error on astigmatism" that occurred during lens calculation.

Manufacturer narrative:
Previous MDR should include the following statement: "use/handling and additional processing impacts lens dimensions/functions; returned lens may not meet original specifications. (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a lens case/vial. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. Functional inspection found the cylinder and axis to be within specifications but found the sphere to be 0.07d off specifications. Functional inspection at the time of final inspection prior to product release found the lens to be within specifications. (B)(4).